Event description:
The customer called and reported receiving an alarm on the insulin pump that occurred three times. The customer was not doing anything at the time the alarm was received. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received alarming during self test due to faulty connector on radio frequency board. No cosmetic damage was noted.